Event description:
It was reported by the patient¿s physician that the patient was in another hospital with abdominal pain in her right lower quadrant. The hospital believed the patient¿s implantable neurostimulator (ins) was causing the pain and had turned it off. The patient¿s follow up physician stated the patient has a history of kidney stones and they have blood in their urine, which he believed to be the cause of the event. The patient also has a history of interstitial cystitis. The patient still felt pain when the device was turned off, indicating the pain was not likely due to the therapy. The follow up physician stated the treating hospital thinks the lead had moved and caused the issue. An x-ray was suggested to verify lead placement. The follow up doctor stated the stimulation therapy had been working good with no issues. Additional information was received from the patient¿s follow up doctor that indicated the cause of the event was chronic pelvic pain not related to the device. No abnormal impedances were measured. The doctor indicated the issue was not due to the ins, lead, extension, or programmer.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va04wp5, implanted: (B)(6) 2013, product type lead; product ID 3889-28, lot # va04wp5, implanted: (B)(6) 2013, product type lead. (B)(4).